Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported "completely ruptured" via MRI. Healthcare professional additionally reported capsular contracture, baker grade iii and implant malposition. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, malposition: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional, later reported, "completely ruptured". Via MRI. Healthcare professional, additionally reported, capsular contracture, baker grade iii. And implant malposition. The device has been explanted and replaced.